Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included morbid obesity, bacterial vaginosis, gravida ii, parity 1, abortion (1), foot surgery, thyroidectomy and asthma. Current weight 225 lbs. Concurrent conditions included gerd, thyroidectomy, metrorrhagia, fatigue, back discomfort, breast tenderness, blood pressure reading high, hematometra, herpes simplex type ii, irritable bowel syndrome, uterine bleeding, acute retention of urine, hypothyroidism, crohn's disease, dysfunctional uterine bleeding, heartburn, cervicitis nos, bladder spasm and abdominal bloating. Concomitant products included minerals nos;vitamins nos (centrum), norethisterone (norethindrone) from (B)(6) 2017 to (B)(6) 2017, nsaids from (B)(6) 2007 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2018, ranitidine hydrochloride (zantac) (B)(6) 2018 to (B)(6) 2018, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish") and was found to have weight increased ("other injuries/symptoms:weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and endometritis ("endometritis"). The patient was treated with salbutamol (albuterol) and surgery (ablation ((B)(6) 2012) and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal infection, weight increased and vaginal haemorrhage had resolved and the depression, anxiety and endometritis outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain ,dysmennorhea (cramping), menorrhagia, general abnormal bleeding, vaginal infection, weight gain. She received treatment for pain, bleeding, bladder/urinary problem , other diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Pathology test - on (B)(6) 2018: gross: the specimen is received in formalin labeled "uterus, bilateral tubes" and consists of a 138 gm uterus with an attached cervix and bilateral fallopian tubes. The left fallopian tube measures 6.0 x 1.0 x 0 5 cm the right fallopian tube measures 6.0 x 1.0 x 0.5 cm. The uterine serosal surface is smooth and tan-pink. No masses are identified. The specimen is bivalved. Ultrasound pelvis - on (B)(6) 2012: impression: abnormal appearance of the uterus containing heterogeneous echotexture and appears to be air is most in keeping with endometritis in view of the clinical history; on (B)(6) 2012: impression: organizing hemorrhagic material within the endometrial cavity; on (B)(6) 2017: impression: left ovarian dominant follicle. Minimal anechoic fluid within the cul-de-sac.. Lot number: 623195, manufacturing date: 2007-02, expiration date: 2009-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event :abnormal bleeding (vaginal) updated as recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included obesity, bacterial vaginosis, multigravida, parity 1, abortion (1), foot surgery and thyroidectomy. Concurrent conditions included gerd, thyroidectomy, metrorrhagia, fatigue, back discomfort, breast tenderness, blood pressure reading high, hematometra, herpes simplex type ii, irritable bowel syndrome, uterine bleeding, acute retention of urine, hypothyroidism, crohn's disease, dysfunctional uterine bleeding, heartburn, cervicitis nos, bladder spasm and abdominal bloating. Concomitant products included norethisterone (norethindrone) from (B)(6) 2017 and ranitidine hydrochloride (zantac) (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish") and was found to have weight increased ("other injuries/symptoms:weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and endometritis ("endometritis"). The patient was treated with surgery (ablation ((B)(6) 2012) and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, vaginal infection and weight increased had resolved and the depression, vaginal haemorrhage, anxiety and endometritis outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain ,dysmennorhea (cramping), menorrhagia, general abnormal bleeding, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Pathology test - on (B)(6) 2018: gross: the specimen is received in formalin labeled "uterus, bilateral tubes" and consists of a 138 gm uterus with an attached cervix and bilateral fallopian tubes. The left fallopian tube measures 6.0 x 1.0 x 0 5 cm the right fallopian tube measures 6.0 x 1.0 x 0.5 cm. The uterine serosal surface is smooth and tan-pink. No masses are identified. The specimen is bivalved. Ultrasound pelvis - on (B)(6) 2012: impression: abnormal appearance of the uterus containing heterogeneous echotexture and appears to be air is most in keeping with endometritis in view of the clinical history; on (B)(6) 2012: impression: organizing hemorrhagic material within the endometrial cavity; on (B)(6) 2017: impression: left ovarian dominant follicle. Minimal anechoic fluid within the cul-de-sac.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet and medical records were received: lot no. Was added. New events - abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), did not undergo an essure confirmation test were added. Event added from medical records - endometritis. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included morbid obesity, bacterial vaginosis, gravida ii, parity 1, abortion (1), foot surgery and thyroidectomy. Concurrent conditions included gerd, thyroidectomy, metrorrhagia, fatigue, back discomfort, breast tenderness, blood pressure reading high, hematometra, herpes simplex type ii, irritable bowel syndrome, uterine bleeding, acute retention of urine, hypothyroidism, crohn's disease, dysfunctional uterine bleeding, heartburn, cervicitis nos, bladder spasm and abdominal bloating. Concomitant products included norethisterone (norethindrone) from (B)(6) 2017 to (B)(6) 2017 and ranitidine hydrochloride (zantac) (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish") and was found to have weight increased ("other injuries/symptoms:weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and endometritis ("endometritis"). The patient was treated with surgery (ablation ((B)(6) 2012) and hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, vaginal infection and weight increased had resolved and the depression, vaginal haemorrhage, anxiety and endometritis outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometritis, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain ,dysmennorhea (cramping), menorrhagia, general abnormal bleeding, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Pathology test - on (B)(6) 2018: gross: the specimen is received in formalin labeled "uterus, bilateral tubes" and consists of a 138 gm uterus with an attached cervix and bilateral fallopian tubes. The left fallopian tube measures 6.0 x 1.0 x 0 5 cm the right fallopian tube measures 6.0 x 1.0 x 0.5 cm. The uterine serosal surface is smooth and tan-pink. No masses are identified. The specimen is bivalved. Ultrasound pelvis - on (B)(6) 2012: impression: abnormal appearance of the uterus containing heterogeneous echotexture and appears to be air is most in keeping with endometritis in view of the clinical history; on (B)(6) 2012: impression: organizing hemorrhagic material within the endometrial cavity; on (B)(6) 2017: impression: left ovarian dominant follicle. Minimal anechoic fluid within the cul-de-sac.. Lot number: 623195, manufacturing date: 2007-02, expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection") and was found to have weight increased ("other injuries/symptoms:weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia, general abnormal bleeding, vaginal infection, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, general abnormal bleeding, psych injury, vaginal infection, weight gain. Reporter information, date of birth, events outcome, essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.